Manufacturer narrative:
No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
It was reported during the surgery that the surgeon thought the lower bodies were off due to some osteotomy work he did, after the spin around the bodies that proved inaccurate in image correlation.

Event description:
A registered nurse (rn) reported an inaccuracy occurring while in a posterior lumbar interbody fusion (plif) procedure, fusing t10-l2. No specific measurement of the inaccuracy was provided. After a single screw placement at l2, the surgeon checked the navigation system correlation accuracy and found it to be off. The first screw placement was confirmed accurate after an anterior posterior/lateral fluoro check. The dynamic reference frame (drf) was placed toward the head of the bed. The surgeon used fluoroscopy, in lieu of navigation system, following the first screw placement, until reaching the thoracic bodies. The navigation system showed good correlation at this point. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.